Manufacturer narrative:
Radiometer has investigated the provided data and is unable to trace to a specific root cause for the incident. Hence the root cause is unknown.

Manufacturer narrative:
The correct awareness date (date received by manufacturer) should be 04-jun-2024, and not the 07-may-2024 that was stated in the g3 of the initial MDR. This information was provided on the 2024-06-14. Radiometer is investigating the provided data logs and is unable to reproduce the problem. However, the investigation is still in progress, and hence the root cause is currently not available yet.

Manufacturer narrative:
Radiometer is still investigation in the provided data. However, the investigation is still in progress, and hence the root cause is currently not available yet. It was confirmed that the issue is still persisting in the same blood gas analyzer on (B)(6) 2024.

Event description:
According to the complaint, on (B)(6)2024 the abl90 flex plus analyzer (serial number (B)(6)) showed some error messages during sample measurement and did an unexpected reboot. Samples that were measured at that time were re-measured after the analyzer was restarted. There was no patient impact and no diagnostic impact.